Event description:
It was reported that during low anterior resection procedure, after firing the instrument the surgeon recognized the leak at the bottom part of suture. No free staples were found in this area. The procedure ended by terminal colostomy (the reparation of suture with protective ileostomy was not chosen because of high age of the patient). Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information provided:on what tissue type was the device used? Na. What was the quality of the tissue? Standard.when the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Thin.was the device fired over thick tissue? Thin.did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes.did the surgeon really see any staples at all or were there only a few ? There were approximately 2 thirds of the suture well formed and one part without any staplers (the surgeon didn´t find any in this leak area).was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? As usual by lar procedure there was the staple line created by contour stapler, the circles was expected and was ok.how was it confirmed that the device was fully fired? Crunch.were any unexpected noises heard? No.were any of the forces higher or lower than expected (closing, firing, or opening)? No.after firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes.was there any difficulty removing the device from the tissue? No.were any additional steps taken to confirm successful anastomosis? The leak was so large that no other testing was done.